Manufacturer narrative:
Device evaluation summary. Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, the belt failed incoming functionality testing. Upon investigation, the trunk cable was pulled from strain relief. The pulled cable caused the red and white pp+ wires to break at the solder joint and pulled the white (lead_1_neg) wire from the distribution node (dn) pca. The pulled white wire lifted the t9 pad from the dn pca. The cause of the test failure was the pulled trunk cable and damaged wires. The root cause of the pulled trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.